Manufacturer narrative:
The device ro 10 010 has been inspected for investigation purpose. The tests performed confirmed that the cd drive was degraded due to wear and tear from use. As repair, the cd drive was replaced. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the cd drive was non-functional. There was no patient involvement reported.

Manufacturer narrative:
This event was reported due to the malfunction of cd drive. Further investigation into this event has determined that there is no additional risk for the patient or user in the case that cd drive fails; the cd drive is an optional component. The operator/surgeon can use various means of transferring data, for example: usb key or hospital pacs network. Therefore, in the case that the cd drive does not function the required data can still be transferred. The cd drive is therefore classed as a non-critical component. The user guide of the device has process on how to use cd drive, usb, and network. Moreover, the surgeon has been trained on how to use cd drive, usb and network. Consequently, this is not a reportable complaint.